Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to an in-house solution bag and primed with no issues noted. Under water leak testing was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo set leaked. This occurred during infusion of heparin using a baxter infusion pump. The reporter stated that a nurse noticed a leak under the drip chamber, and that solution had leaked on the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.